Event description:
Philips received a complaint on the v60 ventilator indicating that the alternating current (ac) power cable resistance was out of specification. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. A bench service engineer (bse) evaluated the device at a philips bench service center. While performing an electrical safety test, the bse observed the that the ac cable exceeded the allowable resistance range established by the manufacturer. The bse determined that the ac power cable needed to be replaced. This investigation is ongoing.

Manufacturer narrative:
E1: reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
On (B)(6) 2025, the bench service engineer (bse) replaced the ac power cord to resolve the electrical safety test failure. Following the part replacement the bse completed a performance verification test (pvt) which the device passed, confirming a return to full functionality. The bse restored the device to factory settings prior to sending the device back to the customer ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.